Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report number 1627487-2014-01237, 1627487-2014-01238, 1627487-2014-01239. It was reported the lead was protruding; however no confirmed infection at the site. It's unknown if the lead eroded through the skin. Surgical intervention was undertaken on (B)(6) 2014 and the leads were explanted. All possible leads are being reported as it is unclear which lead caused the issue.